Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the night shift rn changed out the patient's tubing set prior to the day shift rn beginning their shift. The patient had been receiving hazardous medication for the previous 24 hours. When the day shift rn went to change out the tubing set at the end of the shift, it was noticed that there was stationary debris in the tubing set. The tubing set was replaced.

Event description:
It was reported that the night shift rn changed out the patient's tubing set prior to the day shift rn beginning their shift. The patient had been receiving hazardous medication for the previous 24 hours. When the day shift rn went to change out the tubing set at the end of the shift, it was noticed that there was stationary debris in the tubing set. There was no medication infusing at the time the debris in the tubing set was noticed. The tubing set was replaced. The customer stated that the patient did not experience any adverse effects.

Manufacturer narrative:
Cont'd from d.11: (2)non-bd spiros adapter; non-bd extension set section a2: the customer did not provide an age or date of birth but indicated the patient was a child. Visual inspection of the set confirmed light brown contaminants inside the 0.2 adult micron filter and in the fluid path of the distal tubing to the male luer. The contaminants were also observed within the attached spiros connector. There were no other anomalies observed. The contaminants were extracted from the set and analyzed through fourier transform infrared spectroscopy (ftir). The results found that the contaminants were closely identified to rtv 730 fluorosilicone. Review of the complaint data (one year) found no similar reported events. This is an isolated event. The root cause of the contamination was not identified.